Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Visual inspection found bubbled dso seal. Functional test found that the dso sensor is faulty. The event history log (ehl) was downloaded and inspected. The pump was tested for flow accuracy and failed. The remote dose cord supplied by the customer is fully functional. The ac adaptor supplied by the customer is faulty. Replicated customer's reported issue. The cause was faulty dso sensor, expulsor being too high. Dso seal, dso sensor, dso bezel replacement, expulsor trim. Functional and delivery tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump was returned for preventive or corrective maintenance, and no incident has occurred with a patient.